Event description:
It was reported that during an unspecified procedure, a filter deployed prematurely. A greenfield filter system was selected for use, during introduction and advancing outside of the patient, the filter deployed. The procedure was completed with another device. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).